Manufacturer narrative:
Revised to serious injury.

Event description:
It was reported the there was an overinfusion of amiodarone, with a concentration of 360 mg/200 ml. Specific event details are unknown but it was reported that the patient went into a junctional heart rhythm due to the event and medications needed to be held to prevent a further decrease in heart rate. This event occurred in the critical care unit. Although requested, further information not provided.

Manufacturer narrative:
The customer¿s complaint of over infusion was not confirmed. Review of the pcu error log showed no errors were record on the reported event date. Review of the pcu event log showed, on the reported event date, the suspect device was programmed to infuse guardrail drug amiodarone (drugid=33). Multiple adjustments were made to both rate and vtbi; programming errors could not be confirmed. Inspection of the device showed no anomalies with the pumping mechanism. Testing showed the device was delivering IV fluids within specification. The device was being used for treatment purposes. Inspection of the event administration set showed no anomalies. Functional testing of the event administration set showed no anomalies. Concentricity testing of the event administration set showed the set was within specification. Inspection: lvp sn (B)(6). The suspect device was received in fair condition. The instrument seal was intact. Dried fluid was observed on the female iui. Dried fluid was observed on the male iui. Dried fluid was observed on the iui contact points of the motor control board. The platen, door latch, sear, and membrane frame were observed in good condition. The pumping mechanism was disassembled and no anomalies were observed. The bezel was observed in good condition (date code: november 2017). The root cause of the customer complaint of over infusion was not identified. Device history review: lvp sn (B)(6). Review of the source device (sn (B)(6)) service history record showed the device had a manufacture date of (09feb2018). A review of the device service history record was performed beginning from the date of manufacture to the present date (10sep2020) and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported the device over infused an unspecified medication. Although requested, additional information was not provided.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient demographics not provided.

Event description:
It was reported the device over infused an unspecified medication.